Event description:
Patient presented to generator replacement due to battery depletion. After the generator was replaced, hli was seen intra-operatively. The patient then had their lead replaced. The hli was resolved after the full replacement. No other relevant information has been received to date.